Event description:
The patient had a post procedure lateral non q-wave myocardial infarction (mi) related to the target vessel.

Manufacturer narrative:
As reported by the study, this patient presented for percutaneous coronary intervention (pci) of a bifurcation lesion in the proximal left circumflex and in the 1st obtuse marginal (om) branch. This patient was randomized to the provisional t-stenting arm of the study. Medications at baseline included aspirin, clopidogrel, serum lipid lowering drugs and beta-blockers. Seven thousand and five hundred units of heparin was administered during the procedure. The om was pre-dilated with a 3.0x20mm balloon at 10 atmospheres (atm) and during which plaque shift occurred. Then the 2.5x33mm cypher stent was deployed at 16 atm. Post-dilation was done with a 3.0x9mm balloon at 18 atm. Kissing balloon was done with a 2.5x15mm balloon at 16 atm. Residual diameter stenosis measured 0%. Timi iii flow was recorded post-procedure. Then pre-dilatation was done with a 2.0x20mm balloon at 10 atm with 90% residual diameter stenosis. Kissing balloon done with a 2.0x15mm balloon at 14 atm. Residual diameter stenosis measured 70% then a 2.5x13mm cypher stent was deployed at 10 atm. Kissing balloon done with a 2.5x13mm balloon at 12 atm. Residual diameter stenosis measured 0%. Timi iii flow was recorded post-procedure. Residual diameter stenosis measured 0%. Post-procedure ECG segment changes were noted and a non q-wave lateral myocardial infarction was diagnosed that was related to the target vessel. Post-procedure cardiac enzymes were as follows cpk 333 u.I/l (normal range 30-170), troponin 1.22 ng/ml (normal range <0.003 ng/ml) and cpk-mb 26.77 u.I./l (normal range <7.00 u.I./l). No action was taken and the patient was asymptomatic at discharge. Please note that this product is not distributed in the united states. However, it is similar to the us distributed cxs13250. It is also not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt. This is one of two products associated with the events noted above and were submitted under the following manufacturing numbers 9616099-2007-01331 and 9616099-2007-01332.